Event description:
It was reported that post-implant during interrogation the pulse generator exhibited premature elective replacement indicator. Electrocautery was used during implant. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.